Event description:
It was reported that the patient developed endocarditis. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2004; d314trg implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was enrolled in the (B)(6) study.